Event description:
Caller indicated the relion prime meter was reading high. Caller took blood sugar reading 15 minutes before eating because his wife adds up his carbs for his upcoming meal and adds it to his reading from his prime meter. After his meal he took about 20mg of insulin around 4:00-5:00pm according to pre-meal meter reading. A little later his legs started feeling weak so he went to bed at around 9:00pm because he thought he was just tired. Wife woke up at 10:00-11:00pm and attempted to wake him by rolling him, but he was unconscious and would not wake up. She gave him an epi-pen injection of .3mg and he did wake up. He started feeling better, but still out of it so he had something to eat like a peanut butter sandwich and he went back to bed. He normally gets really weak if he doesn't eat something he will fall down or pass out kind of like he has the flu, blurred vision, sweating, and shaky. He does not remember the exact reading he got when he took his blood sugar before he ate. He said that he does not remember much of the night so he has to ask his wife. Does not wash hands prior to testing. Storage ok. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.